Event description:
It was reported the io was being used on a pt in cardiac arrest. During insertion into the pt's tibia, the driver lost power when the needle penetrated the bone. The clinicians tried a few times with the driver and it would work a bit and then had no power. There were able to manually insert the needle the rest of the way to administer meds. They worked on the pt for 20 minutes, however, the pt expired. There was a reported delay in treatment. Per the medical director's opinion, the loss of power did not contribute to nor cause the pt's death. The pt rec'd acls as per protocol and ultimately remained dead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the ez-io driver was returned to (B)(4) for evaluation. Quality performed a visual inspection of the returned driver and the driver had no signs of cosmetic or physical damage. A review of manufacturing records did not yield any relevant findings. The device was subjected to mechanical tests including rpm evaluation and sawbone simulation. The driver was found to have sufficient power to perform medium and hard bone insertions. Therefore the reported complaint could not be confirmed. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle set rotation and gentle downward pressure to penetrate bone. Note: if driver stalls and will not penetrate the bone you may be applying too much downward pressure." The potential cause of this event is operational context as proper technique is required when using the device. Additional factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force used on the driver and bone density. No further action will be taken.